Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully and resumed normal functions. The patient was doing well.